Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that on (B)(6) 2024, the hamilton t1 (B)(6), customer reports touchscreen intermittently not working and seems to have several "dead" spots. The issue could be confirmed. As immediate correction the following has been reported: install the latest sw version. Ensure the touchscreen is connected properly to the front panel board. For units with serial no (B)(6) and lower: replace display front complete (B)(6). For units with serial no 1129 and higher: check function of the touchscreen by measuring the resistance on the black connector from the middle pin to the other 4 pins (see picture). While pressing on touchscreen the values of the resistance should be lower than 5kohm. While not pressed the values of the resistance should be over 1mohm. If the values are out of range: replace touchscreen (display front complete (B)(6). If the values are within range: replace front panel board (B)(6). Replace control board (B)(6) if the problem persists. Replace esm board (B)(6) if the problem persists. Performed service software checks per manufacturer specifications. Unit passed all functional tests. Unit returned to service. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on february 29th 2024 it was reported that on (B)(6) 2024, the hamilton t1 (sn (B)(6), customer reports touchscreen intermittently not working and seems to have several "dead" spots. The issue could be confirmed. As immediate correction the following has been reported: install the latest sw version ensure the touchscreen is connected properly to the front panel board for units with serial no (B)(6) and lower: replace display front complete msp161299. For units with serial no (B)(6) and higher: check function of the touchscreen by measuring the resistance on the black connector from the middle pin to the other 4 pins (see picture). While pressing on touchscreen the values of the resistance should be lower than 5kohm. While not pressed the values of the resistance should be over 1mohm. If the values are out of range: replace touchscreen (display front complete msp161299) if the values are within range: replace front panel board (msp161512) replace control board (msp161500) if the problem persists replace esm board (msp161529) if the problem persists performed service software checks per manufacturer specifications. Unit passed all functional tests. Unit returned to service. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.